Manufacturer narrative:
Patient code: hypersensitivity, device code: no known problem, method: actual device not evaluated, results: incomplete device returned, conclusions: unable to confirm complaint. (B)(4) unused samples were returned therefore no actual complaint product was returned and reviewed. A review of the device history record is complete. Multiple lot numbers were reported and a device history record was performed on all reported lot numbers. It is unknown what lot number was used on this patient. The device history record was reviewed and the materials was produced according to the manufacturing procedures and met the quality requirements. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint b)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.

Event description:
(B)(4) received a report from (B)(6) stating a clinician working on the medical intensive care unit experienced an allergic reaction and difficulty breathing after use of a face mask. The clinician was taken to the emergency department for treatment. Additional information has been requested but not yet received. No additional information was provided in regards to the patient's status.